Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds possibly causing premature battery depletion of the  implantable pulse generator (ipg). The ipg and rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.